Manufacturer narrative:
Image review: one static image and one media file were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The valve appeared to have been implanted at an adequate depth, approximately 4 millimeter (mm). A post implant dilatation was performed during which the valve dislodged aortic mid balloon inflation. It was reported that subsequently a second valve was implanted. As listed in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilation was performed. During the implant, the deployment starting point was at the bottom of pigtail at an implant depth of 4 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). After the valve dislodged aortic, the valve was in the sinus of valsalva (sov). A non-medtronic guidewire (safari xs) was used during the procedure.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the evolutfx transcatheter aortic valve, the physician decided to perform a post-implant balloon dilatation due to a compressed inflow portion of the valve frame. During the balloon inflation (23 mm/40 mm), the pacemaker lost capture and the valve dislodged. Subsequently, a second valve was implanted successfully.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.